Event description:
The customer contacted heartsine to report a non-critical issue with their device. Upon evaluation, heartsine observed that the -ve terminal pogo-pin would fall into its barrel upon rotation of the device. In this state the device could not be powered on via the on/off button. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine evaluated the customer's device and was able to verify the reported issue. The customer received a replacement device and the customer's device was scrapped by heartsine. The cause of the reported issue was determined to be failure of -ve terminal pogo-pin.